Event description:
It was reported the patient was never happy with her stimulation coverage since her implant. It was also reported the patient attempted reprogramming on multiple occasions, but to no avail. As a result, the patient discontinued the use of her scs system in 2010. F/u info revealed the patient underwent surgical intervention on (B)(6) 2014 where the ipg was removed. However, the leads remain in place.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.